Event description:
A baxter repair technician reported an infusion pump with failure code 813:01 during service. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.